Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (5 mg/ml, 1 mg/day), fentanyl (1650 mcg/ml, 329.71 mcg/day), baclofen (1150 mcg/ml, 229.8 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient's pump was sounding a two-tone audible alarm and the personal therapy manager (ptm) was showing a code of 8476. It was reviewed that it was the code for motor stall. The hcp was not aware of any MRI or emi exposure that may have caused the stall. It was reviewed that pump replacement should be considered as soon as medically possible. The issue was not resolved through troubleshooting. The hcp was redirected to follow up with the patient and it was stated that they would have the patient come in to have the pump interrogated. Follow up indicated that the hcp spoke to the patient who had tried their ptm again and the alarm had stopped and no longer was seeing the error code. The patient will be seen for a refill in the next week and was advised to come in right away if the pump were to alarm or if they see the error code on the ptm again. No patient symptoms or complications were reported. Additional information was received that no emi, MRI or magnets were present.